Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was displaying ¿replace generator soon¿ message. No additional information is available at this time.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - medical device code updated. H7 - correction (other remedial action) added . H9 - 1627487/09/12/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.